Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: telephone number : (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during the use of the elita® two-piece patient interface system on (B)(6) 2025, the pi (patient interface) scan failed after the cone was installed. The nurse checked the cone and found that the inner cone, the contact lens, had water/oil stains. They suspect there was a leak between the contact lens and the silicone sealing junction in the first pi cone, and water/oil stains were left on the laser head, leading to contamination of the pi cone. No further information available.